Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a pump jam occurred on the roller pump. The device was not changed out, as they switched to another pump on the perfusion system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After the case, the biomedical engineer (biomed) tried to duplicate the problem and could not duplicate. The biomed tried to duplicate the pump jam using tubing. Technical support advised him that they probably over occluded the roller pump. The customer was going to use the roller pump since they could not duplicate the issue. Technical support asked the customer to send in the data logs for evaluation as well.